Event description:
It was reported the balloon ruptured during preparation. No patient injury reported. Same event as MDR# 2029214-2010-00197.

Manufacturer narrative:
The device involved in this event has not been returned for evaluation. (B)(4).